Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a ureteroscopy procedure. According to the complainant, during the procedure, there were no energy output from the fiber. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
(B)(4) for the reported event of detachment of device or device component. Visual examination reveals that there is no exposed glass tip remaining. The pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached.